Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the package was missing the tear tab. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported missing paper tear tab on bottom of pen needles discarded aprox 20-25 pen needles found from this box

Manufacturer narrative:
H6: investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. H3 other text : see h10.

Event description:
It was reported while using bd nano¿ 2nd gen pen needles 32g x 4mm (100 count) the package was missing the tear tab. There was no report of patient impact. The following information was provided by the initial reporter: consumer reported missing paper tear tab on bottom of pen needles discarded aprox 20-25 pen needles found from this box.